Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurements with loss of capture (loc) after having been stable for years. The patient is not pacemaker dependent and there were no adverse patient effects. The patient was brought back into the clinic for troubleshooting. The patient has a good underlying rhythm but due to a very long pr interval the device was inappropriate pacing. Despite the inappropriate pacing, the patient was asymptomatic. Amplitude and impedance measurements were confirmed stable and within normal limits. Threshold measurements showed variability throughout bipolar testing. Testing in unipolar had more consistency. An x-ray was unremarkable and there was no evidence of lead damage. The lead was programmed to unipolar and the patient will be monitored.